Event description:
The patient developed acute onset right upper extremity weakness. A head CT confirmed a left occipital infarction thought to be embolic in nature. The patient was on warfarin and his inr was 2.2 upon admission, within goal inr range of 2-3.